Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 pocket c4 would not open due to a medication jam causing the lid not to open. The field service engineer inspected the machine and assisted the customer in opening pocket using hardware test application. The customer then tested the station functionality successfully. The system functioned as intended after the field service engineer investigated and assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.